Event description:
Home pt reported pin hole in pt line tubing of homechoice set, during dwell of apd treatment. Pt discontinued treatment at time leak noted and was instructed to contact her health care professional. The following day, pt presented to hospital withdry heaves, headache and diarrhea. Pt was admitted to hospital for septecemia of unk orgin. Treated with antibiotics and released 2 days later. Rn states she is "unsure if pts hospitalization for septecemia is related to pin hole leak, but thinks it is unlikely.